Event description:
Pt ID: (B)(6); this pt has two hip devices, but this report is on the left hip. On (B)(6) 2007, he underwent a left total hip arthroplasty by dr (B)(6) in (B)(6). This is a depuy pinnacle metal on metal hip with 36 mm +5 chrome-cobalt head. The left hip had been bothering him since 2008. He descried a sharp groin pain, especially with activity. He previously underwent a right tha with a depuy duraloc socket and ceramic head. On (B)(6) 2007, this right hip was revised to a pinnacle metal-on-metal articulation with a 40 mm +8.5 chrome-cobalt head, indicated due to severe polyethylene wear and it was performed by dr (B)(6) as well. On (B)(6) 2017, he had bilateral pinnacle metal-on-metal hips, and his blood cobalt level was 6.3 mcg/l. He experienced increasing pain at the right hip and groin area associated with increasing metal levels and adverse reaction to metallic debris, so he reacted to have the right hip revised again. On (B)(6) 2017, he underwent a second revision of his right total hip arthroplasty, performed by dr (B)(6) at (B)(6) medical center. The right hip was revised from the pinnacle metal-on-metal articulation to a stryker restoration acetabular wedge augment shell (ras) with a 36 mm internal liner and a +12 ceramic head with a titanium sleeve on the existing stem. Dr (B)(6) noted significant adverse reaction to metallic debris. The pt has had four anterior dislocations of the right hip since the revision. The instability of his right tha likely due to the loss of periprosthetic tissue from reaction to metallic debris became his main problem. All while he still had a pinnacle metal on metal articulation on the left side and his systemic cobalt levels remained elevated. On (B)(6) 2018, a urine cobalt level was 4.4 mcg/l. On (B)(6) 2018, a blood cobalt level was 5.2 mcg/l. On (B)(6) 2019, urine cobalt level was 9.4 mcg/l. On (B)(6) 2019, urine cobalt level was 23.0 mcg/l and blood cobalt was 5.3 mcg/l. On (B)(6) 2019, blood cobalt level was 3.2 mcg/l and urine cobalt level 16.3 mcg/l. Heis bilateral pinnacle metal-on-metal arthroplasties were implanted in 2007, as noted in the history. He states that in (B)(6) of 2008, he began developing tremor in the hands and dulled dexterity, poor balance, forgetfulness, increased irritability, diminished pain tolerance, fatigue, and visual disturbances. Within six months of his hip replacement, he states that he developed profound deafness and ringing in the ears, and he states this has been progressive. He complains of very loud ringing in his ears. He wears reading glasses. Since 2008, he has noticed twinkling flashes in his superior bitemporal visual field, which occurs about three to four times a month. Then within about a year of hip replacement, he developed balance issues, mood disorder and memory problems developed first. He was crankier and his family noted that he didn't seem as sharp as he once was. He also progressively developed fatigue. Since hip replacement in 2007, he had been taking norco for pain on a semi-regular basis. He was a mechanic but states he can no longer do manual work due to hand tremor and dulled dexterity, which he states is frustrating. He has numbness and tingling in the hands that began in 2006 or 2007. Neuro q analysis of his fdg pet brain scan study made on (B)(6) 2019 showed general and focal hypometabolism in a pattern consistent with chronic toxic encephalopathy. FDA safety report ID# (B)(4).